Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal in mitral procedure where an slda (single leaflet device attachment) occurred on the second ace device. Mr (mitral regurgitation) at the time of slda was mild. To stabilize the slda, a third ace device was placed laterally. Attempts were made to stabilize the slda device using various tools, including pigtail catheter, stiff wires, and a closure device (umbrella shaped). These efforts were unsuccessful. The ic tried to sandwich the slda device between the first and third devices using the shoulders of the third device. At the end of the procedure while attempting to extubate the patient, a pericardial effusion was detected and rapidly progressed. The patient was taken for emergency surgery where all three devices were found intact. The slda devices behavior was not fully understood. A tear in the a2p2 leaflet was observed during surgery and later confirmed in post-procedural imaging. The ic team speculated that the pressure from the second device may have ruptured a chord, potentially leading to the lv perforation. The patient expired in the operating room. Notably, none of the stabilizing hardware used was manufactured by edwards. The wires were primarily kept in the atrium. The ic did not believe the wires caused the perforation. The exact location of the left ventricle (lv) perforation was not identified by the surgeon. The procedure was initially completed with mr reduction from severe to mild.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h3, h4, h6, and h11. H6 type of investigation: labelling review. The event regarding dislodging/disturbance of previously implanted devices was confirmed. The issue occurred during attempts to stabilize a single leaflet device attachment (slda) on the second pascal ace implant. Multiple non-edwards devices, including pigtail catheters, stiff wires, and an umbrella-shaped closure device, were used unsuccessfully to stabilize the slda. A third pascal ace was then implanted laterally to secure the slda between the first two devices using its shoulders. At the conclusion of the procedure, during extubation, a rapidly progressing pericardial effusion was detected. The patient underwent emergency intervention but expired in the operating room, and the surgeon was unable to identify the exact location of the left ventricular (lv) perforation. Based on available information, the most plausible cause of lv perforation is interaction between non-edwards devices and the lv wall during attempts to stabilize the slda. The interventional cardiologist primarily manipulated wires atrially due to slda flaring into the left atrium, but lv contact cannot be ruled out. Lv perforation during transseptal puncture is considered possible but unlikely, as the procedure was performed per standard technique without noted abnormalities. Interaction with the lv wall by the third pascal ace implant is improbable given its smooth, atraumatic paddle profile and lateral trajectory. It is unlikely that the 2nd pascal ace added enough pressure to break a chord and caused the perforation. Since no procedural imaging was received from this case, a definitive root cause has not been identified. Available information suggests the use of non-edwards devices to stabilize the slda could have been the root cause of the lv perforation. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. A nonconformance was identified but deemed unrelated to the complaint event. Since no edwards defect was identified, corrective or preventative actions are not required.